Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced hypoglycemia. Customer's blood glucose level was 2.9 mmol/l and treated with juice. It was also reported that the transmitter was not charging. Customer declined troubleshooting for hypoglycemia. The insulin pump will not be returned for analysis.